Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a procedure, performed on (B)(6) 2021. Post procedure, it was noticed that the stent was completely obstructing the right ureter at distal end. No drainage was seen and the contrast from computerized tomography (CT) 8 hours prior, was still present at time of surgery. On (B)(6) 2021, a procedure was performed to remove the polaris loop ureteral stent. The ureteral stent was removed in its entirely and a 4.8f percuflex ureteral stent was implanted and successfully completed the procedure. Obstruction in the ureter was reported as a result of this event. The patient's condition at the conclusion of the procedure was reported have fully recovered and to be fine.